Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Piece of trial tibial poly was found to be broken. It is unsure if piece broke upon insertion.

Manufacturer narrative:
The device associated with this report was not returned. The product lot code was not provided. A complaint database search against the provided product code finds additional reports of breakage. Investigation of the previous reported events identified the root cause as device wear from normal use and handling or rough handling/misuse. The investigation could not verify or identify any product contribution to the current reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.